Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter was reading high compared to his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began 7-8 weeks prior to contacting lfs. The patient claimed obtaining a blood glucose reading of 11-13 mmol/l which he felt was high compared to his feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with self-adjusted insulin and advised that in response to the alleged elevated reading, he adjusted his insulin (unspecified type or dose). The patient advised that an hour after the alleged issue began, he developed the symptom of sweating. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open past their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.